Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in via remote transmission. Review of transmission revealed lead noise on the right atrial lead. No intervention was taken at the time. No patient symptoms were reported.